Event description:
It was reported through the litigation process that a vena cava filter was placed after plaintiff suffered a massive blood clot while being pregnant due to factor IV clotting disorder with heterozygote mutation. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava, caudal migration from suprarenal to infra renal inferior vena cava, fractured with retained strut embedded in right renal vein, perforation of inferior vena cava and left renal vein. The device was removed via an open abdominal procedure after two unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months later, an unknown examination demonstrated inferior vena cava filter with perforation of the inferior vena cava at the level of the renal veins, and fracture of the inferior vena cava filter. After one week, the perforated and migrated inferior vena cava filter was retrieved from the patient¿s body via open removal procedure. There was a single small strut of the filter, which was left in place. Therefore, the investigation is confirmed for alleged filter migration, filter limb detachment, and perforation of the inferior vena cava. However, the investigation is inconclusive for alleged filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:d4 (expiry date: 01/2013), g3,h6 (device: 2907 and 4001) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the filter migration, limb detachment, alleged filter tilt, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2013, device: 2907 and 4001.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after plaintiff suffered a massive blood clot while being pregnant due to factor IV clotting disorder with heterozygote mutation. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, caudal migration from suprarenal to infrarenal ivc, fractured with retained strut embedded in right renal vein, perforation of ivc and left renal vein. The device was removed via an open abdominal procedure after two unsuccessful percutaneous removal procedure. The current status of the patient is unknown.